Manufacturer narrative:
Product analysis: analysis was able to confirm that the programmer was unable to save to portable document format (pdf). Analysis also noted that the stylus was misaligned. The connection between the printed circuit board (pcb) and overlay was reseated and the stylus was re-calibrated. The media bay gasket was replaced as a preventative measure. The hard drive was reconfigured, and the software was reloaded and updated. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was not saving to portable document format (pdf). The user attempted to use the data service disk twice but the issue persisted. The programmer was returned for service. There was no patient involvement.